Event description:
Pt who recently passed away and rptr had understood that a member of the atos medical marketing team, representing the provox line of voice prostheses, attended laryngectomy meetings in pt's area. According to pt and the spouse, the atos rep claimed that the provox indwelling voice prosthesis (which is used by laryngectomized individuals following a surgical tracheoesophageal puncture for purposes of voice restoration) lasted longer and/or was more resistant to the colonization of candida albicans than the blom-singer indwelling voice prosthesis, mfg by inhealth technologies. A study has established this to not be true. Rptr has nearly 20 years experienced in caring for this throat cancer population of pts, and they have served for six years on the state board for speech pathology, upholding ethical practices for the profession in their state. Rptr has serious concerns about their pts being given inaccurate info which may constitute false claims. It has also come to rptr's attention that a marketing rep from atos medical shipped a prosthesis, which is a prescription item, to their pt without their knowledge and without a prescription and this is completely unacceptable because of the potential danger this poses for pt.